Event description:
Customer claims that the alarm sounds continuously when weight is applied to the sensor pad. The alarm also sounds when the pull cord is attached to the outside of the alarm. There is no visible damage to the outside of the alarm. There was not pt incident or injury reported. Eval of the product shows the rj-11 receptacle pins and battery springs are bent.

Manufacturer narrative:
(B)(4). Eval results: eval for the returned product shows that the alarm powered on and does not sound continuously when weight is applied to the sensor or when the magnet and pull cord are attached to the alarm. The pins in the rj-11 receptacle and battery springs are bent. The magnet plate has evidence of rust. The alarm case has damage cracks on the bottom and where the bed bracket slides into. Note: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).